Manufacturer narrative:
(B)(4). Results: (endoleak). Conclusion: (area of calcification and a possible funnel-shape).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 7.38 cm abdominal aortic aneurysm, approx 1 month ago. Vessel morphology was reported as the proximal neck having circumferential mural thrombus with some areas of calcification and a possible funnel-shape. It was reported that the implant proceeded well and without difficulty. A balloon was used at the attachment and overlap points. A '2020x82' stent graft was used to extend the bifurcated limb on the right side. The post implant angiogram showed immediate streaming of contrast into the aneurysm sac. Subsequent angiograms were obtained by pulling the catheter fully into the graft with an appropriate angle highlighting the streaming of contrast originating from the bifurcated stent graft, approximately 2.5 cm distal to the proximal makers and fully on the right side of the graft. It was determined this was a type 3 fabric endoleak. A 36x36x49 cuff was placed without difficulty and ballooned. The next angiogram revealed complete resolution of this endoleak and successful evar. The exact cause of this endoleak cannot be determined, but the physician stated that the calcification could have caused it. No further clinical sequelae have been provided and the pt is fine.